Event description:
It was reported that a patient presented to clinic for a generator change. X-ray performed revealed externalized conductors on the right ventricular (rv) lead. The physician referred the patient to another hospital; no changes or intervention have been performed. The patient condition was stable.